Manufacturer narrative:
(B)(4). Date sent 8/6/2025. D4 batch # unk. B3: only event year known: 2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what was the position of the firing knob when the cartridge was loaded? Answer: seated in the correct position at the ¿home¿ / ¿bottom¿ portion of the stapler. Loose staples falling out of the reload when stapling and prior to stapling. Which part broke (shroud, firing knob, pinch grip, etc.)? None. Did any piece break off of the device? No. Did any pieces fall into the patient? Loose staples in the distal end of the reload post firing. If yes, were they retrieved? They were irrigated out. Will all pieces be returned with the device? No, not available. If no, were they discarded? Yes, discarded. Fired stapler and bowel was not fully to distal end. Staples were loose when firing and were falling into the patient and have to be retrieved from the patient during the procedure. Questions- where were the staples deployed? Staples falling out even before firing and staples fell out after firing. The surgeon felt that the staples falling out were more than usual. Were there staples seen while the device was still clamped? Yes. Were the staples formed? Mostly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the stapler was loose and falling out. There were no patient consequences reported.